Event description:
It was reported that the bd luer-lok¿ tip syringe only was missing the product insert. The following information was provided by the initial reporter: I have two items we purchased that didn't ship with user manuals. I have been trying to track these down for a few months. At this point it is patient impacting.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd luer-lok¿ tip syringe only was missing the product insert. The following information was provided by the initial reporter: I have two items we purchased that didn't ship with user manuals. I have been trying to track these down for a few months. At this point it is patient impacting.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.